Event description:
A cracked and shattered touchscreen on the pump was reported, leading to the touchscreen being illegible. There was no reported adverse impact to the customer's blood glucose level. The pump was confirmed to be under warranty, and technical support arranged to replace the pump. The customer was guided to switch to a backup insulin pump to ensure continuous insulin delivery.